Event description:
It was reported that the customer was hospitalized on (B)(6) 2014. It was reported that the customer passed out and was in a coma. Customer's blood glucose levels at the time of hospitalization 30mg/dl. The customer stated that their low blood glucose levels of due to reno failure. The customer stated that their insulin pump was stored and not in use. The customer also reported that their insulin pump experienced a unexpected restart as well as a spanish software anomaly. Troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.